Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with blood glucose (bg) of 461 mg/dl after failing to announce a meal to the ilet. The user followed agent guidance to monitor bg every 15 minutes and performed a full supply change. A follow-up reading showed bg trending down to 241 mg/dl, and by the following morning bg was 200 mg/dl. No hospitalization or lasting effects were reported.